Event description:
Reportedly, on 25-november-2024, during an ablation, it was impossible to interrogate the device. The button and screen did not respond.

Manufacturer narrative:
Analysis of the returned subject device did not confirmed the reported event. While trying to interrogate a device, it worked correctly. The buttons are in good condition, however, usb ports are broken. The root-cause could not be clearly established. The most probable hypothesis is that an random problem or a hardware issue caused the reported event. The programmer will follow the normal workflow at the after sales service and will return back to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, during an ablation, it was impossible to interrogate the device. The button and screen did not responde.